Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller had problems as an rm03 code appeared on the controller after attempting to charge the ins for 3-5 minutes. The recharger was getting hot when they noticed the code and the issue had progressively gotten worse. They reset the controller, but the issue continued. The patient was in the hospital because of the rm03 code and the patient being in pain. No further complications were reported or anticipated. Additional information received stated that the patient's ins depleted, they lost therapy, and when the patient went to charge the recharge telemetry module would only charge for 3-5 minutes before an rm03 code was seen. It was reported that the depletion of the ins caused the patient to experience a return of baseline pain, which was severe, so she had to go to the hospital, was admitted, and was given painkillers. It was reported that replacement of the recharge telemetry module and belt resolved the charging issues, and the patient is now receiving therapy. No further complications were reported or anticipated.